Event description:
Customer contacted gambro in 2008 to report 'excess patient fluid loss or gain limit' alarm with a 130 ml discrepancy over a 30-minute period. The ic nurse continually overrode the alarm without correcting the alarm. Therapy was ended and blood was returned to the patient. The patient was on cvvh, and there was no patient injury or medical intervention due to this event. After customer discussed the event with gambro's intensive care on-line network, it was realized that she did not break the frangible pin located in the luer connector of the prismasate bag.

Manufacturer narrative:
The device was unavailable for evaluation. Cause was found to be that the customer forgot to break the frangible pin located in the luer, as realized by the customer during troubleshooting this event.